Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient attempted to report via remote transmission. Rf telemetry was not working. The pacemaker was reset and the issue was resolved. Patient was asymptomatic.